Event description:
It was reported that the patient had a right hip revision. The constrained liner completely pulled out of the shell. Head and liner were replaced.

Manufacturer narrative:
The event was not confirmed. Visual inspection on the returned device showed damage consistent with in-vivo component impingement on the rim in two locations. The locking ring also showed evidence of damage. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient had a right hip revision. The constrained liner completely pulled out of the shell. Head and liner were replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.